Manufacturer narrative:
Physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was an open/cold solder at the positive terminal coil connection of the speaker assembly. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device no longer provided voice prompts (no audio). The lack of voice prompts would leave an end user without instructions on how to operate the AED. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.